Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4 lot; d9; g3; h2 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. Product was returned and evaluated. Visual examination of the returned product identified the silicone sleeve, and junction ends showed signs of previous uses. The flexible shaft fractured at the distal junction end. Both ends were returned for evaluation, and the internal spring was found deformed and twisted at the fractures. No other damage was noted. Device had an approximate field age of 4 years. Measurements were within acceptable limits. Fracture analysis determined that overload was identified as the mode of failure. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint was confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the drill driver fractured into two pieces. All of the pieces were retrieved, and there was no harm or health impact to the patient. It was reported that no additional information on the reported event is available at this time.